Event description:
It was reported that the device broke when inserting in the tendon.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 180 degree cuff stitch left was returned for evaluation. Device is over six years old. Visual assessment confirmed the reported breakage. The distal tip at beginning of the first bend has been broken off. Broken section was not returned for examination. Shaft is bent. Cuff stitch shaft was measured and verified to be within print specification. Examination of the break area shows evidence of abnormal twisting/bend at fracture point. The condition of the device indicates it was subjected to excessive forces during use. No root cause related to the manufacture of the device can be established.